Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt did not fully deploy gel) was unable to be duplicated. The evaluation confirmed that there is gel in all therapy electrodes. Upon further investigation, a reportable malfunction was found. The belt was unable to run detect and treat testing due to the distribution node (dn) to therapy electrode being pulled from strain relief, severing all wires within the cable. The root cause of the strained cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.